Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter's display is cloudy. The (B)(4) spoke with the patient on (B)(6) 2012 and obtained the following information: the patient tests ten times a day; however, she will test between 15-20 times if she is ill. The patient manages her diabetes with 40 units of lantus in the morning and apidra (sliding scale based on her blood glucose reading). The patient alleged that the issue was first discovered approximately two months prior to contacting lfs. Despite the alleged display issue, the patient indicated she has been able to test her blood glucose with the subject meter, still view her blood glucose reading, and administer treatment accordingly. However, on (B)(6) 2012 (at approximately 9pm) the patient indicated she was experiencing symptoms of low blood glucose (specifying blurry vision, felt out of it and was not thinking straight). At the onset of her symptoms, the patient indicated she tested her blood glucose with the subject meter, heard the subject meter beep three times, and reportedly obtained reading of hi. Despite felling symptoms of low blood glucose, the patient indicated she administered 10 units of apidra (in response to her hi reading) shortly after and subsequently, 30 minutes later she allegedly crashed. Immediately after the onset of her symptom, the patient indicated her significant other tested her blood glucose with the subject meter and obtained three readings in the 30s and 40s. The emergency medical services (ems) was contacted. The patient reportedly obtained a blood glucose reading of 17mg/dl with the ems's meter, she was administered glucose via IV as treatment, and soon after transported to the emergency room (ER). The patient reportedly was in the ER for eight hours and prior to her release, she reportedly obtained a reading of 270mg/dl with the hospital's meter. The patient indicated when she returned home from the ER, she reviewed her readings with the subject meter and what she had original thought was a reading of hi was in fact a reading of 69mg/dl. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims the alleged display issues caused her to misinterpret her blood glucose reading, which caused her to administer the incorrect treatment, and subsequently required additional hcp treatment for severe hypoglycemia.

Manufacturer narrative:
The meter involved with this complaint was returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k021819.